Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the heater line of a homechoice cassette and a solution bag was reported and is known to cause this alarm. The cause of the disconnection was an improper connection as reported by the p[patient. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill five of seven. The patient was connected at the time of the alarm. The patient stated the heater line of the cassette had disconnected from the solution bag. The patient stated that the line was loose and had not been properly connected. The technical service representative (tsr) had the patient cycle power to the homechoice to clear the alarm. The tsr assisted the patient in removing the set up and advised the patient to complete therapy with manual supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for: additional information for b5: the patient stated there had not been any damage to the solution bag or cassette. The patient stated they believed the connections had been secure and seemed normal. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.